Event description:
It was reported via implant card and report received that high impedance was observed on the patient's new vns generator during a vns replacement surgery, which was due to a low battery. Upon observing the high impedance, the surgeon performed lead pin insertion troubleshooting, which did not resolve the issue. The surgeon disconnected the lead and performed a generator diagnostics test, which was within normal limits. A generator diagnostics test was then performed on the previous generator and the results were within normal limits, but near end of service. The surgeon did not replace the lead at that time. Further information was received that high impedance had been seen about a month prior to the surgery. No relevant surgery is known to have occurred to date for the high impedance. No additional relevant information has been received to date.